Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the femoral artery. Peri-procedure, the patient was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician retracted the sheath the tamping tube (advancer tube) was "missing". The device was removed and the patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. The physician kept the patient in the hospital overnight due to the manual compression (the patient was discharged on (B)(6) 2012).

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the sealant pulled back against the shuttle. Shuttle down procedure was simulated and significant resistance was noted. The shuttle cartridge tubing was dissected to expose the sealant at which time it was confirmed that the advancer tube was found inside the shuttle cartridge. Based on the provided information and the investigation performed, the probable cause for the reported advancer tube not present was incomplete engagement of the advancer tube. The review of the lhr (lot f1226201) indicated that the device lot met all established performance criteria prior to shipment.